Event description:
Boston scientific received information that this pacemaker triggered elective replacement indicator (eri) via transtelephonic monitoring. The device was checked one month prior and displayed a magnet rate of 90. Subsequently, the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.